Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported experiencing a syncopal episode and receiving a shock. The patient's physician requested that a remote, home interrogation be performed for review. Of note, it appeared that the patient had some episodes of pacemaker mediated tachycardia (pmt) at the maximum tracking rate of 120 beats per minute. The local boston scientific field representative did not have any further information regarding this patient. There were no additional adverse patient effects reported. The device remains in service.